Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device. Reportedly, an error message was displayed during startup of the console, before the profile was launched. The involved roller pump was replaced to resolve the issue. The case log files of the incident day were analysed. No procedure was performed, but a profile launch, and after three minutes the console was powered off. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a roller pump mounted onto essenz hlm was found to be defective. The event occurred during set-up of the unit. There was no patient involvement.